Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visited to emergency room with diabetic ketoacidosis due to high blood glucose on (B)(6) 2017 with blood glucose of 300 mg/dl. No delivery alarm during basal was also reported. The customer was treated with insulin drip. The customer was off the insulin pump for less than 48 hours prior to hospitalization. The device is not expected to be returned for analysis.